Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope did not turn to switch between 30 up and 30 down; when the surgeon would move the instruments, they were backwards motions: up was down and right was left with everything opposite on the screen. The customer further stated that they used a new camera. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that it did not turn to switch between 30 up and 30 down, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The endoscope used during this event has been returned for failure analysis testing, but the evaluation has not yet been completed as of the date of this report. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint "the carriage of endoscope does not turn to switch between 30 up and 30 down", aea (attached endoscope adapter) had damaged or friction issue. Cable damage was confirmed visually. Endoscope had bearing friction issue, discoloration of housing, and desiccant container damage or loose desiccant balls were noted.